Event description:
It was reported that the tip of the extractor was broken because the user tightened it too much during workshop. The tip of the extractor is remained in the screw.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, risk assessment. Results: visual inspection: the returned instrument has been inspected and the described breakage of the tip has been confirmed. Manufacturing record review: no discrepancies noted. Complaint history analysis: a complaint history analysis was completed and a total of 32 complaints have been received relating to inner shaft tip-deformation on the redesigned reflex hybrid screw extractor. The investigations into past complaints concluded that the failures were the result of user-error. Risk assessment: the reported event occurred during a workshop with no pt involvement. Conclusion: the failure occurred while the instrument was being used for screw insertion. The reflex-hybrid screw extractor should not be used for screw insertion and/or final tightening. The cause of the tip-breakage is instrument misuse.